Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-00882. 1627487-2020-00884. 1627487-2020-00890. 1627487-2020-00891. 1627487-2020-00892. 1627487-2020-00895. 1627487-2020-00900. It was reported that patient never received effective therapy. Diagnostic testing revealed invalid impedance on the paddle leads. As a result, surgical intervention occurred during which the system was explanted. It is unknown which 2 of the 3 percutaneous leads are related to the issue so all suspected devices are being reported.